Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/09/2015 with the following findings: a review of the black box revealed multiple unexpected por events. The battery compartment was found to be cracked at the threads on the side. There was no damage found to the battery cap; the battery cap was able to tightly secure to the pump. Moisture corrosion was observed in the battery compartment. The battery compartment was found to be leaking during a leak test. The ¿ez-prime¿ steps were performed correctly; there were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The product performs within specification and the reported ¿power¿ complaint was not duplicated during investigation. The pump¿s cover was removed; there was no further moisture ingress or intermittent conditions found to the power circuit/flex. Unrelated to the complaint, the display contrast was found to be dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The battery compartment reportedly was cracked and there was moisture/corrosion inside. There was no indication of damage to the battery cap and it was replaced a approximately 4 to 6 months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.